Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that during a replacement of a pt's vns generator, it was noted the pt's lead were fine but the surgeon noted that the outer silicone portion of the existing lead is shredded and peeled away from the leads and the lead wires are exposed approx 6mm distal from the connector pin. The pt it was reported was a twiddler and the leads are submuscular. The diagnostics taken in the surgery were reported to be within normal limits but it was decided to replace the entire system. The products have been returned and are at the MFR pending completion of product analysis.